Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient had an intact 18g IV site in which the nurse checked placement and then initiated a normal saline bolus wide open via a gravity infusion. The rn turned to remove gloves and when the rn turned back around the nurse noted that the tubing set had separated and was leaking normal saline onto the floor and the patient's blood was leaking from the IV site onto the floor. Upon assessment, it was found that the tubing set had separated from the section just above the male luer. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the distal male luer. Examination under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement with fluid leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the patient had an intact 18g IV catheter which the nurse checked for placement before initiating a normal saline bolus wide open via a gravity infusion. The rn turned to remove gloves and upon turning back around noted that the tubing set had separated and was leaking saline and the patient's blood onto the floor. Upon assessment, it was found that the tubing set had separated from the section just above the male luer. There was no patient harm.